Event description:
During robotic tlh case, as surgeon was beginning to sew the cuff, the davinci mega suture needle driver cable broke at the functioning tip of the instrument. The instrument has 9 lives remaining. The instrument was replaced with another one.